Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal band ligation (evl) in the stomach, performed on (B)(6) 2009. The weight of the patient in unknown. According to the complainant, during the procedure, all 7 bands of the device failed to deploy when the doctor screwed the handle more than seven times. The physician reported he heard sounds of band-releasing over 7 times. The device was removed from the patient. The patient was re scoped and the procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal band ligation (evl) in the stomach, performed in 2009. According to the complainant, during the procedure, all 7 bands of the device failed to deploy when the doctor screwed the handle more than seven times. The physician reported, he heard sounds of band-releasing over 7 times. The device was removed from the pt. The pt was re scoped and the procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that there were three partially deployed bands on the ligator head. The deployment thread with seven knots was cut and not attached to the distal end of the trip wire. Four knots were exposed and the trip wire was not properly secured in the handle. In addition, there was damage to the teeth of the ligator head. Functionally, the handle knob was able to be turned and an audible noise was heard at each complete turn of the knob. The most probable root cause has been determined to be user error, as evident by the trip wire not being properly cinched into the handle slot. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)